Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported of occlusion from the reservoir. The customer's blood glucose reading was 15.3 mmol/l. The customer was assisted with performing a 5.0 unit fixed prime. The customer stated that insulin did exit. The customer reported event to be resolved by complete set change. The insulin pump will not be returned for analysis.